Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented in clinic, low, out of range impedance and noise was noted on right atrial (ra) lead. No intervention was made. The patient was stable and will continue to be monitored.